Manufacturer narrative:
The customer¿s report of broken tubing was confirmed. Visual inspection observed that the outlet tubing was completely broken and detached from the micron filter. There was also a slight kink on the tubing and stress on the tubing where it was detached from the filter. No functional testing was feasible as the returned set was already found separated from the micron filter. Dimensional testing was not able to be performed as part of the outlet port of the filter that connects to the tubing, was broken off into the tubing. The root cause of the broken filter outlet port was identified as a supplier issue of excess bonding solvent causing the tubing to become brittle and breaking when any external force was applied.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tpn tubing broke in half during an infusion. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
.